Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor of the compact air drive device was not functioning and was defective, and the reverse locking mechanism was blocked. It was noted that the motor was blocked, and the backstop was blocked. It was further determined that the device failed pretest for check starting behavior at 3 bar, check the power with test bench, check for excessive noise, check for noticeable untrue running, check triggers for forward / reverse mode, check for air leak, check reverse locking mechanism, and check attachment coupling with attachments. It was noted in the service order that the maintenance light was on. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.